Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited complete loss of sensing, erratic lead impedance and loss of capture. Unstable thresholds were also reported. The ra lead was reprogrammed and turned off. Dislodgement was suspected and was repositioned and remains in use. No patient complications have been reported as a result of this event.